Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung parenchymal resection, the device was able to be fired, however after firing the jaws would not open, and the device locked on the tissue. To resolve the issue the surgeon had to cut the tissue in order to removed the device and suture it after.